Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an increase in the capture threshold and it was suspected that a loss of lv capture was observed on the current electrogram (egm). The lv lead remains in use. No patient complications have been reported as a result of this event.